Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the right ventricular (rv) lead that resulted in pacing inhibition and asystole of greater than two seconds. The patient is pacing dependent. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed that due to this patient's dependency on pacing, a rv lead revision should be scheduled. No additional adverse patient effects were reported. Further information was received that this device was explanted due to normal battery depletion (nbd). This product has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on the right ventricular (rv) lead that resulted in pacing inhibition and asystole of greater than two seconds. The patient is pacing dependent. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed that due to this patient's dependency on pacing, a rv lead revision should be scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.